Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the lead exhibited high thresholds at multiple sites. The lead was not used and another lead was placed successfully without any further complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.